Event description:
While infusing medication the alaris pump "alarmed occlusion on patient side". The nurse evaluated the IV site noting no concern. Restarted the infusion. First noticed the door of the pump arm was bowing. When he stopped the infusion and opened the door, he noted bubbling up of the tubing. Nurse changed the tubing and it happened again.